Event description:
A report was received that during a trial procedure, the trial lead was causing excruciating pain on the right side of the patient. The patient underwent an explant of that lead and did well postoperatively. The pain subsided after the lead was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial/lot #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. Device evaluation indicated that the lead (sn (B)(4)) passed the visual and photographic imaging tests performed. The device exhibited normal device characteristics.